Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The senior medical affairs specialist mailed a letter since the pt could not be reached. Pharmacist contacted lfs on behalf of the pt alleging that her one touch ultra meter was prompting the error 2 message. The pharmacist reported that the meter prompted the message upon the insertion of a test strip and when the m button was pressed. The pt had g one to the hosp due to being unable to test her blood glucose level. A blood glucose test was performed at the hosp; however, the result was not provided. The pharmacist mentioned that the pt was treated by a medical professional. No further treatment info was provided. The pharmacist was unable/unwilling to indicate if the pt had been using correct testing technique, if the test strips were in good condition, if the pt had symptoms during the time of concern, or if the pt attempted to retest. The pt did not allege harm. There is insufficient info to suggest that the pt experienced injury. Based on the info supplied by the pharmacist, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved. Pt's meter and test strips were replaced.